Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Viality system leaked due to a bad seal or crack where the top and bottom pieces joined.

Manufacturer narrative:
Sientra complaint#: (B)(4). Device evaluation: g3, g6, h2, h3, h6, h10. The device was not able to be returned to franklin mfg for investigation. However the root cause, from the reported complaint, is most likely that the basket was removed from the viality chamber before the procedure and returned in its place. Doing this lets the gasket, underneath the basket, spring out of form and cause the basket to sit proud in the chamber. This does not let the lid sit flush and seal will not be formed with the lid and chamber. Vacuum will be achieved without this seal between the lid and chamber fit properly. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.